Manufacturer narrative:
Field g4 has been corrected.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a perforation of the heart wall. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a perforation of the heart wall. A new lead was implanted. No additional adverse patient effects were reported.